Manufacturer narrative:
(B)(4). The customer reportedly replaced the coin battery.

Event description:
Covidien received info stating that during testing, the touch screen sensor did not work. The date and time automatically reset after restarting the unit. The device was not in use of a pt when this event occurred.